Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds as well as high out of range pacing impedance measurements that were over 2000 ohms. Fluoroscopy confirmed that this was caused by a subclavian crush which fractured the lead. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. This product has been retained by the user facility.